Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the line power light was not on when the mobile view station (mvs) was plugged into the wall outlet. The representative replaced the line input fuses and the imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the system was displaying that it was not charging when plugged into the wall power. The system powered down during the case. The site biomedical engineer replaced the mobile view station (mvs) fuses and the system boot up. It is unknown if there was a delay to the procedure, but there was no impact on patient outcome.

Manufacturer narrative:
A2-a5) patient information was refused to be provided by the site due to privacy restrictions. Section d information references the main component of the system and other applicable components are: product ID: bi71000482, serial/lot #: unknown, ubd: unknown, UDI# unknown correction) fdc code 4307 applies to the reported issue rather than 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There was no delay to the surgical time. The issue occurred between imaging system spins so there were no unused spins. The site was able to continue use of the imaging system once it booted back up.